Event description:
It was reported that the patient experienced two bent cannulas event on 01 mar 2026. The site of insertion was on arm, and the infusion set was in use for three to seven hours. Due to the event, patient went to emergency room and was subsequently hospitalized high on (B)(6) 2026. During hospitalization, patient's blood glucose level approximately 400 mg/dl and was treated with intravenous fluids of saline and insulin. The patient tested positive for ketones. The patient replaced infusion set and resumed insulin deliveries successfully and the patient was released from the hospital on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.